Event description:
Or supervisor reported the development of hard cysts under the skin, one which remains. This same staff person developed what she called pimples on the underside of the chin, which have left scars. She has been seen by a physician and treated with epinephrine, benadryl and hydrocortisone.